Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 400-500 mg/dl. The customer stated that she was at work and noticed something was wrong with her pump. The customer stated that there was an open circle when she hit the escape button. The customer stated that there was a blank display. The customer did not have a new battery to troubleshoot. The customer declined to troubleshoot for high readings. The customer was advised to monitor the pump and call back if issues recur.